Event description:
It was reported that the device was used during a laparoscopic sigmoid colectomy. It was reported that the surgeon placed the stapler across the sigmoid colon/rectum and fired. After subsequent firings it was noted that there were malformed staples. The procedure was converted to open to hand sew/staple-closed the rectum.